Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4. It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, two aliquots taken from the same tube produced conflicting hepatitis b surface antigen results (one positive, one negative). This occurred an unspecified number of times. Some suspected erroneous results were reported to the clinician prior to the customer becoming aware of the issue, however, it is unclear the outcome. The assumption is that patients were either re-tested or were not entered into clinical trial based on the erroneous results.